Event description:
During surgery, the bushing of the femoral alignment guide seized and would not allow proper alignment of the t-rod. Consequently, the instrument was not used by the surgeon. The result was a minor surgical delay and less than optimal alignment of the saw guide used to perform the femoral bone resection.